Manufacturer narrative:
When the catheter was received at boston scientific's post market laboratory the device was first visually inspected, and no abnormalities were seen. Specifically, it was noted that there was no tissue visible on or near the catheter's tip. A known good guidewire was loaded into the catheter and was able to be manipulated with no resistance, additionally the deployment of the catheter was also fully functional. There was no evidence of the reported guidewire issue or tissue damage. Although it is noted that such reported tissue damage would be considered a known inherent risk of the device as it is laid out as a possible complication in the catheter's instructions for use.

Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us was selected for use, after completing treatment on left superior vein with farawave catheter, customer resheathed and attempted to engage with right superior vein. At this time he was unable to retract or advance the wire. The entire system was removed from body. Debris was noted at the tip of the farawave catheter- at the junction of catheter and wire. A second farawave and j wire were pulled. And introduced into the body, and when engaging the right superior vein, new guidewire became stuck again. The system was removed from the body and inspected, and tissue was then observed. Finally a third farawave and new j tip wire were opened and used to complete the case. The device is expected to be returned.

Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us was selected for use, after completing treatment on left superior vein with farawave catheter, customer resheathed and attempted to engage with right superior vein. At this time he was unable to retract or advance the wire. The entire system was removed from body. Debris was noted at the tip of the farawave catheter- at the junction of catheter and wire. A second farawave and j wire were pulled. And introduced into the body, and when engaging the right superior vein, new guidewire became stuck again. The system was removed from the body and inspected, and tissue was then observed. Finally a third farawave and new j tip wire were opened and used to complete the case. The catheters have been received for analysis.